Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an unattached downstream occlusion and air sensor, cracked battery compartment and scratched lens. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. It was determined that the downstream occlusion seal and air detector were the root causes. The downstream occlusion seal and air detector were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.